Event description:
A taa patient presented for endovascular repair, in 2006, using the gore tag thoracic endoprothesis. Three weeks prior to this procedure, the patient had an acute ascending aortic and arch aneurysm repaired with an elephant truck, debranching of two aortic vessels and a transperitoneal retrograde infrarenal bypass graft. Four tag devices were placed through a dacron conduit located at the level of the right common iliac artery. The s-curved thoracic aorta showed a proximal type I endoleak on the final angiogram. A fifth tag device attempted to seal the endoleak, however it lodged halfway. The patient became unstable during withdrawal of this device. Laparotomy was performed to gain hemodynamic control but the patient expired. Two injuries were found: a linear rupture of the infrarenal aorta, extending from the mesenteric bypass to above the iliac bifurcation; and one at the right common iliac atery. Both the primary physician and the interventional radiologist believe the injuries are a result of the introduction of the gore tag introducer sheath into the conduit; the interventional radiologist also damaged the aorta. The cause of death was stated as cardiac arrest and hypovolemia secondary to infrarenal aortic rupture.

Manufacturer narrative:
Please note: this event is associated with two devices, the tg3720 reported above and a gore introducer sheath with silicone pinch valve ts2230/lot.